Manufacturer narrative:
H10: on 03apr2024, a field service engineer (fse) went to the customer site and replaced the 2nd generation liquid crystal display (lcd) assembly and the user interface (ui) printed circuit board assembly (pcba) to lcd cable. The fse completed a performance verification test and the device passed, confirming that the display issue had been resolved and returning the device to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the display backlight is out. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.